Manufacturer narrative:
The DHR was reviewed for the possible lot numbers provided by the customer (aa9348d08; aa9341d08; aa0088d13; aa0060d06)with no similar observations noted by the quality systems auditor. No sample was returned by the customer to kimberly-clark for evaluation. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device was not returned by the customer to kimberly-clark for evaluation.

Event description:
Kimberly-clark received a report from distributor in (B)(4), stating, " the patient arrives to the hospital on august 22nd with secondary sepsis in stoma access. The patient goes home on september 7th. Questioned if some manipulation occurred. They assure that the patient followed all the recommendations." Possible lot numbers include aa9348d08; aa9341d08; aa0088d13; aa0060d06. Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).